Manufacturer narrative:
An event of st changes on EKG was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2021, a (B)(6) year old male underwent pfo closure. The physician decided to balloon size the defect with a 24mm balloon (9-sb-024) and measured a 13mm waist on fluro and ice imaging. The physician decided to attempt closure using a 25mm amplatzer pfo occluder. The physician went through the proper steps of preparing the device into the loader. The physician checked that all connections on the amplatzer trevisio intravascular delivery system were tightened properly. The catheter and dilator were flushed along with the extension tubing. The cath lab technician slowly flushed into the extension tubing while the physician pulled the device into the loader, while the loader and the device were submerged in the saline bowl. The process of unsheathing the device in saline bowl and pulling into loader was repeated 3 times to verify there was no air bubbles in the device or in the delivery system. Once the device was prepped, the physician then advanced the delivery sheath across the pfo with no issues and removed the dilator and wire from the patient's body to attach the loader to advance the device. The device was advanced and placed successfully in the pfo defect. Once the device was placed the physician noticed some st changes on EKG. The physician then manipulated the catheter to verify that the device had not impinged on any cardiac structures. There was no evidence of any device interference. The atrial septum was aneurysmal and the left atrial disc was titled into the septum while the cable was attached,. The physician thought that the tension of the disc on the septum may have caused the st changes, but it was unlikely. The physician then removed the pfo device from the defect and decided to do a left heart cath to verify that there was no issues. The patient's EKG returned back to normal during the process of the left heart cath. The physician did not notice any abnormalities on fluro images, but suspected that another possibility was that a micro bubble had been delivered in the process of advancing the device. The physician then cleaned out the entire delivery system and device, advanced the device and successfully placed the pfo occluder in the defect with no issues. EKG remained normal and the device was released. There was a 30 minute delay in the procedure to preform the left heart cath. The patient didn¿t suffer any adverse events and is currently stable.